Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. During the analysis, the transmitter was presenting with a no power issue. Upon opening the transmitter, burnt marks were observed. The root cause of the no power issue was the burnt damage that the merlin.net transmitter sustained through high current flow through the ac electrical power outlet.

Event description:
This report is to advise of an event observed during analysis.